Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after reprocessing, yellow liquid came out of the distal end of the subject device. The user reported that the yellow liquid could be bile. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3, oer-5 (not available in the USA) using peracetic acid. Other detailed information was not provided. There was no report of patient injury associated with the event. This is the 1st of the 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device evaluation result of omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. There was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device by the user.